Event description:
It was reported by the customer that their insulin pump might have a delivery anomaly after they attempted to bolus. Customer states that they visually inspected the device and found the piston would not stop during the priming process, pushing all of the insulin in the reservoir out. Advised customer to discontinue use of reservoir and revert to back up plan. Customer's blood glucose level was 660 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Program multiple boluses using a water filled reservoir. Boluses were delivered and properly recorded in history. Unit functioned properly. Unit received with cracked reservoir tube lip.